Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The emergency angiography treatment procedure was completed after several restarts of the system. The customer did not request philips service for this event. A philips field service engineer (fse) called the customer to get the information. The issue was solved by a third-party subcontractor service; no on-site work was performed by philips. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.